Manufacturer narrative:
On 14-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, f-curve and when unpacking the octaray, a small string/hair was found on the splines. The medical team likened the material to "a small transparent string", approximately 0.5cm in size. The device was not used on the patient. A like device was opened and used as the replacement as the complaint device did not meet their standards of sterility. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no anomalies or damage in the splines of the device. The device was found in good condition. No string/hair was found. A manufacturing record evaluation was performed for the finished device 31005285l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, f-curve and when unpacking the octaray, a small string/hair was found on the splines. The medical team likened the material to "a small transparent string", approximately 0.5cm in size. The device was not used on the patient. A like device was opened and used as the replacement as the complaint device did not meet their standards of sterility. No patient consequences were reported. The string/hair is MDR-reportable.